Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impaction platform broke during cup impaction. Cup was fully seated. Right da tha.

Event description:
The impaction platform broke during cup impaction. Cup was fully seated. Right da tha.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke during impaction. Device evaluation and results: unable to perform as the part was not available for investigation purposes. The product is missing and nc 1694916 has been initiated for missing product. Device history review: review of device history records indicate 59 devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: review of complaints for p/n: 206270, l/n: 45021215 show six (6) other complaints related to the failure in this investigation. The prs are (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.